Event description:
It was reported that the biomed had an arctic sun device that was getting alert 02 (low flow) during therapy. The system had over 7000 hours and was due for the 2000hour preventive maintenance. Per investigator notification received on (B)(6) 2023, it was reported that the failed flow meter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flow meter. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 02 (low flow) during therapy. The system had over 7000 hours and was due for the 2000hour preventive maintenance. Per investigator notification received on (B)(6) 2023, it was reported that the failed flow meter.